Manufacturer narrative:
(B)(6) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Electrical and connection issues were noted to the subject pacemaker. Reportedly during a follow up performed on (B)(6) 2013 high ventricular impedance was observed. A re-intervention was performed on (B)(6) 2013. When the physician pulled the ventricular lead before unscrewing the setscrew, the lead came out from the port. The leads were measured by an analyzer and normal values were obtained. A new pacemaker was implanted.